Event description:
It was reoprted the bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on device cannula / needle / syringe or any fluid path component before use. The following information was provided by the initial reporter: the customer stated they "found black colored particle on patient side needle."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for black fm adhering to the IV cannula with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on device cannula / needle / syringe or any fluid path component before use. The following information was provided by the initial reporter: the customer stated they "found black colored particle on patient side needle."